Event description:
It was reported that the device was implanted in (B)(6) 2008 and that the pt is experiencing pain, clicking, pinching, movement of the knee cap from right to left, and a sensation of it "getting caught". Pt was diagnosed with knee cap laxity. In january, x-rays showed that the tibial plate was turned and loose. Revision has been recommended, but not yet scheduled.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Evaluation: review of the device history records did not find any deviation or anomalies. Review of the device history records for the tibial baseplate was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, (B)(4) considers the investigation closed.